Event description:
It was reported for ultrasonic probe, sheath that covers the wire came off and tip of ultrasonic probe fell off. The the distal portion of the protective/outside cover over the wires of the internal probe was discovered on the floor post a diagnostic endobronchial ultrasound-guided transbronchial brush biopsy. A portion of the sheath that was on the floor and matched the missing piece on the device exactly. The issue was identified while handling the probe for transport to reprocessing. The protective/outside cover over the probe fractured at some point approximately 14 inches from the distal end. When this fracture occurred was not known. The procedure was completed using the same set of equipment along with a bronchoscope. There were no reports of patient harm. The probe was reported to only have been used 1-2 times prior to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation, however, the subject device arrived at the repair center but was not inspected because the customer either sent it in a biohazard packaging or due to the inappropriate label the repair center is not able to handle them. Based on the investigation conducted with the provided information, the device malfunction could not be confirmed. As a result, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer was advised to contact the olympus representative for options of replacement of device. The device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the the distal portion of the protective/outside cover over the wires of the internal probe was discovered on the floor post a diagnostic endobronchial ultrasound-guided transbronchial brush biopsy. A portion of the sheath that was on the floor and matched the missing piece on the device exactly. The issue was identified while handling the probe for transport to reprocessing. The protective/outside cover over the probe fractured at some point approximately 14 inches from the distal end. When this fracture occurred was not known. The procedure was completed using the same set of equipment along with a bronchoscope. There were no reports of patient harm. The probe was reported to only have been used 1-2 times prior to the event.